Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During the evaluation it was noted that the unit¿s housing was missing a tank holder. The switches was found faulty due to a charred fuse component on the socket switch regulator. Unit¿s connection was checked and the scope socket was found worn out causing a poor connection. The unit was equipped with an old version igniter and cable. A non-olympus lamp life meter was reading below 50 hours light intensity output measured within specifications. It is recommend that the customer have a new lamp replacement to olympus xenon lamp for better performance. In addition, the legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that manufacturer records were able to confirm that the device in question had passed about 12 years and 6 months since its production. Based on the information that there were no error messages or alerts, it is inferred that one of the following causes the problem to be identified. The initial position of the filter turret and mesh turret could not be detected within the specified time due to a failure of the limit switch, etc. Scope sensor failure.

Manufacturer narrative:
The device was returned and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during receipt inspection, the entire display would blink on and off and would also blink when the scope was inserted. The display blinked like the switch was being turned off and on. There were no error messages, alerts or alarms. The device was inspected prior to use and there were no abnormalities or damaged noted. There was no patient involvement additionally, the user facility reported that the device was packed well in foam upon receipt.